Event description:
A malfunction alarm with code malf 12 was reported, and prior notable events were not identified. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after doing so, the malfunction did not recur. The customer was informed that the pump could continue to be used and was advised to call back if the malfunction reappears. There was no additional information about the customer's outcome beyond this interaction.